Event description:
It was reported that the patient presented to the emergency room with symptoms of bradycardia. There were no pacing spikes on the ECG, the device could not be interrogated, and there was premature battery depletion. It was noted that at a follow-up six months prior, the device indicated an estimated remaining longevity of 19 months. The device was explanted. No further patient complications have been reported as a result of this event, and the patient status was reported to be good following the explant procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output and no telemetry, which is consistent with the reported field experience. The no output and no telemetry conditions were the result of lifted hybrid bond wires.